Event description:
A hospital in (B)(6) reported that water trap of an rt106 adult inspiratory heated breathing circuit began leaking three days after use. No patient consequence was reported.

Event description:
Customer reported receiving readings of 184 mg/dl and 155 mg/dl from her freestyle freedom meter which were higher than she felt. As a result of the readings received, customer reportedly took too much of her metformin (an oral diabetes medication) and experienced dizziness, disorientation, fatigue and subsequent loss of consciousness. Customer self-presented to her heath care provider who diagnosed customer with hypoglycemia and had her metformin dosage increase. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.